Manufacturer narrative:
(B)(4). Evaluation: received one two broken pieces of (B)(4) drain. The ends of both pieces have the signs of damage (multiple nicks and cuts): conclusion. The drain broke following mechanical damage in use. The complaint is not confirmed. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The patient underwent an laparoscopic cholecystectomy on (B)(6) 2018 and drain was inserted. One day after the procedure, when the health professional tried to remove the drain and it was incomplete - the drain broke. The patient was surgically intervened (exploratory laparoscopy) to remove the part of the drain that was inside the patient. There were no consequences for the patient´s health. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.